Manufacturer narrative:
(B)(4). As per perfusionist, they were using the prescribed level sensor gel. The customer wiped down the level sensor after each use. The field service representative (fsr) checked alert level sensor and was able to detect bubbling occurring on the polyurethane cover of the sensor. The alert level sensor was replaced. The unit operated to the manufacturer¿s specifications. The product surveillance technician (pst) confirmed the reported issue. He observed ¿level: not attached¿ message and the most likely cause is physical damage (sensor face degradation). He found that the sensor did not properly attach when the gel was used per instructions for use (IFU). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the polyurethane cover on the level sensor was damaged. The sensor was used for the case as it still functioned. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. The product surveillance technician (pst) later observed the damage to the level sensor face caused a 'not attached' alarm.